Event description:
It was reported that during a laparoscopic gastric bypass procedure the staples did not shape correctly. A hole was discovered in the staple line on the bowel. The hole was noticed during leak test. They performed a new stapling and all was well. No harm to patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two ecr45b cartridge reloads present. The cartridge reloads were received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).